Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 72 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.